Manufacturer narrative:
Article citation: ang, bryan ch, et al. "Intra-operative optical coherence tomography in glaucoma surgery-a systematic review." The royal college of ophthalmologists, pages 1-10. The reported events of conjunctival hemorrhage, fibrosis, high intraocular pressure, and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the events, products, and patient details has been requested. No additional information is available at this time.

Event description:
Reported events of a sub-conjunctival hemorrhage during xen implantation, a needling procedure taking place, a sub-conjunctival hemorrhage during needling, a device implanted ab-externo, and a previously implanted device "was found not [to] be patent during surgery" requiring revision, were noted with the xen®45 gts in the article "intra-operative optical coherence tomography in glaucoma surgery-a systematic review."